Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous iliac artery. After a 8mmx100mm epic self-expanding nitinol stent with delivery system was implanted to the lesion, a 8.0x30x135cm express ld vascular stent was then advanced to also treat the lesion. However, the device came into contact with the proximal edge of the previously deployed epic stent and resistance was encountered. It was noted that the edge of the epic stent was lifted. The 8.0x30x135cm express ld vascular stent was then removed and subsequently, the physician deployed another 8mmx100mm epic self-expanding nitinol stent with delivery system in a overlapping manner and the procedure was completed. No patient complications were reported and the patient's status was good.